Event description:
It was reported that after approximately five hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The hospital staff attempted to remove and reconnect the fiber optic cable, but the message persisted. While on the phone with a getinge representative, the staff connected the transducer and flush line to the pump and zeroed out the pressure. After the aforementioned action, the staff reported a clean arterial line waveform and that the patient was stable. The patient was transferred to another facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
Contact information for product return: (B)(6) detroit on p5, charge nurse office. Phone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). / complaint record ID # (B)(4).

Event description:
N/a.